Event description:
It was reported that a fractured tasp was found after it went through the wash. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and a corner of the post feature has fractured off. The tasp was not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with two unrelated anomalies/ deviations identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - provisional bottom.

Event description:
No further event information available at the time of this report.